Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have severely bent grips, causing misalignment of the grips. There was a 4.71mm offset at the tips. The grips do not show cracking damage. Components adjacent to this bent grip does show damage. Molded insulator was dislodged. Additionally, the instrument was found to have a dislodged molded insulator on the jaw. The grip tip for the grip with the dislodged molded insulator does appear to be bent. Components adjacent to the dislodged molded insulator does show damage. Grip tips were severely bent. The complaint regarding misaligned tips was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was found to be misaligned. The customer reported event had no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: instrument's tips misaligned causing inaccurate grasping.